Event description:
Covidien received info stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the even. The covidien customer support engineer (cse) inspected the device and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The cse reported extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).